Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID: 8 731sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
It was reported that the patient experienced a return of symptoms following an MRI. The pump was ¿not working¿ after an MRI (B)(6) 2012. Per the reporter, the patient ¿always has problems after every MRI¿. It was noted that the pump was on but it was unknown if the device was working correctly at that time. It was recommended that the patient go to the hospital and the healthcare professional ¿didn¿t do anything with the pump¿. The current status was reported as resolved. The device system was used to deliver morphine.